Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned device manufacture date.

Event description:
It was reported that four different foley catheters were inflated, which resulted in the catheters to leak. Also, the catheter caused the trauma to the patient's urethra and had a bloody urine, which was resolved with no further issues. The four foley catheters kit package was thrown away after insertion.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that four different foley catheters were inflated, which resulted in the catheters to leak. Also, the catheter caused the trauma to the patient's urethra and had a bloody urine, which was resolved with no further issues. The four foley catheters kit package was thrown away after insertion.